Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they noticed the tubing with chemotherapy (vp-16) had a pin hole in it that leaked. The hole was not found upon visual inspection prior to loading the tubing, but it began to leak once the door to the cassette was closed. The pin hole size was approximately 0.5 cm below where the tubing connects to the blue fitment. The chemo leaked onto the patient's chair, the patient's upper arm, the floor and the sleeve of the gown the rn was wearing. There was no patient harm. No other action was taken regarding the patient except for cleaning his arm with soap and water. It was not a vesicant.

Event description:
The customer reported that they noticed the tubing with chemotherapy (vp-16) had a pin hole in it that leaked. The hole was not found upon visual inspection prior to loading the tubing, but it began to leak once the door to the cassette was closed. The pin hole size was approximately 0.5 cm below where the tubing connects to the blue fitment. The chemo leaked onto the patient's chair, the patient's upper arm, the floor and the sleeve of the gown the rn was wearing. There was no patient harm. No other action was taken regarding the patient except for cleaning his arm with soap and water. It was not a vesicant. Received with the sample a copy of the customer's medsun report which states, "the specialized IV tubing for vp-16 chemotherapy agent had a pin hole leak in the portion of the tubing that loads into the alaris pump cassette. The hole was not found upon visual inspection prior to loading the tubing, but it began to leak once the door to he cassette was closed. When I opened the door I saw a pin hole size opening approximately 0.5 cm below where the tubing connects to the adaptor at the top. There was liquid spraying up and outward to the pt's chair, the pt's upper arm, the floor and the sleeve of the gown nurse was wearing."

Manufacturer narrative:
The customer¿s report of a pinhole leak in the pumping segment was confirmed although the hole is more accurately described as a large tear. Visual inspection of the set showed a tear which extended across the tubing in the silicone tubing segment distal to the ring retainer of the upper fitment. There was no evidence of crush marks or damage to either the upper or lower fitment. No other damages or anomalies were observed. Functional testing confirmed leaking from the tear. The root cause of the tear is a set misload.